Event description:
The hcp reported, the pt was experiencing "withdrawal syndrome. No pressure in the pump was detected and the 5.5 ml remaining was removed with some difficulties. It was impossible to refill the pump." The pt was receiving morphine 20mg/ml at 10mg/day. The pt was treated with supplemental oral medication and the pump was explanted after an implant duration of one month and replaced with a synchromed ii. A follow up report will be sent when additional info is received.